Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2q7j3, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that, when asked about the statement "the device was not working" they clarified that "patient kept reprogramming it when asked to wait." The hcp noted that the issue was not caused by normal battery depletion, and the cause of the device not working was not determined. No likely cause was provided. The hcp noted that the patient had a "lengthy phone conversation with rep" and it was unknown to them if the issue was resolved. The cause of the lead/ins being in the wrong place and noting the lead was folded was not known to the hcp and no likely cause was given. They indicated then steps that were/will be taken towards resolution of the issue as "last appointment (B)(6) 2025, patient states device is working 'the best it has worked since surgery'." It was unknown to the hcp if this issue has been resolved.

Event description:
Additional information was received from the patient. They reported that their device was not working. They were informed that they will be replacing the lead and device; however, the lead was folded and reused, which caused the device to malfunction. The patient also experienced shock when using it.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2q7j3 serial# implanted: explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2q7j3); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that they didn't feel like it was working right after their recent revision. When they got home their stomach was big, they were retaining, barely peeing. They increased to 3.8 or 4.0 and changed the program they've tried 5 of their 7 programs but they still have accidents, wear several pads, get up at night and their stream is not what it should be. The patient said they left a message for their rep but had not heard back. The patient said they were calling to find out the model/lot number for their new lead. Offered to assist patient to use their equipment to synch with their new stimulator and patient confirmed they were successful to synch and reported seeing: the same ins serial number from 2023. The patient added that when they woke up after surgery they found out it was deeper in the same pocket and it turned out, the xray taken on november 21, 2025 showed the lead was not in the right place and it was folded. The patient said they were upset when their rep told them they reused the same implant and the patient suspects they did not replace the lead they just unfolded it. The patient said after the surgery they had problems with pain where the implant was located, the battery pack was now located where their leg connects to their body, they feel pain when they sit or lay on it. When they woke up after surgery and noticed it was in the same place the nurse told them: they would have to lay on their side from now on however the patient has hip disorders with pain shooting down their leg if they sleep on their side. The patient called their doctor's office and told them about the pain and were told: they would just have to deal with the pain until they go for their followup with the nurse pratictioner on december 15th. The patient said they got into contact with their primary care doctor who helped them get a few oxycodone because they've been taking tylenol 3 and norco for quite some time and their pain was very bad. The patient said they also have chronic fatigue, agoraphobia, were overweight and can't bend or stoop. The patient said they do not wish to have more surgeries and was upset with their doctor about their revision surgery. Offered and emailed physician listings, redirected to their doctor.